Event description:
On (B)(6) 2011, patient reported elevated blood glucose in the range of 200-427 mg/dl over the previous 3-4 days. Patient called ambulance on (B)(6) 2011 at 4:01 pm when blood glucose reached 404 mg/dl. Patient was instructed to do this by a registered nurse, who she spoke to when she called the hospital. Patient's legs were weak and shaking and she had difficulty breathing. Ambulance arrived at approximately 4:30 pm, and blood glucose was 427 mg/dl. Patient was transported to the hospital, and she bolused 6 units as self-treatment while she was there. She was not admitted and was released 2-3 hours later when her blood glucose was 407 mg/dl. Blood glucose decreased to 321 mg/dl at 9:11 pm that night. Normal blood glucose is 80-120 mg/dl at breakfast and 125-160 mg/dl at lunch and dinner. Patient is concerned as blood glucose has remained elevated since this event. Patient had experienced more stress lately. She had a class scheduled for meal planning and carbohydrate counting at physician's office. The infusion device was dropped on a hard surface at least 5 times prior to the event. This last occurred on (B)(6) 2011 prior to elevated readings. Infusion device and carrying case were replaced and requested for evaluation. Follow-up was completed with patient on (B)(6) 2011, and patient reported blood glucose returned to normal after switching to her new infusion device. The patient did not require treatment from a health care professional or second party to address the issue.